Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead analyzed. Blood was present in/on the helix mechanism.

Event description:
It was reported that during the initial implant, the physician had difficulty advancing the stylet far enough into the right ventricular lead to form the proper shape. It was further reported that despite several attempts to fixate the lead, the physician was unable to get the lead to stay in place. The lead was removed and replaced. No patient complications were reported as a result of this event.